Event description:
The customer reported that while trying to make an exposure, the system displayed "connection failed" and turned off. There is no report of pt injury associated with this report.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The interconnect cable was replaced. The system was then found to be operating as intended.